Manufacturer narrative:
Per the clinic, the patient experienced skin infection and wound dehiscence at the implant site.

Manufacturer narrative:
Device analysis report attached.

Event description:
Per the clinic, the device was explanted on (B)(6) 2025 due to an infection. Additional information has been requested but it has not been made available as of the date of this report.